Manufacturer narrative:
Koichiro, m., tatsuo, f., masayoshi, k., ko, n., takashi, k., haruhito, a. Experience of 100 cases of pvp using 180w green light xps for benign prostatic hyperplasia and study of complications including bladder neck sclerosis. The 111th annual meeting of the japanese urological association [pacifico yokohama]. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the 111th annual meeting of the japanese urological association journal that a study was conducted to examine the effectiveness and safety of photoselective vaporization of the prostate procedure after experiencing 100 cases since its introduction. Between july 2022 to august 2023, a total of 100 patients diagnosed with benign prostatic hyperplasia (bph) were included in this study. Five patients had a history of urinary retention, and four of them had an indwelling urinary catheter or self-catheterized at the time of surgery. It was observed that there was postoperative serum hemoglobin concentration decrease. There were two cases of reoperation for bladder neck sclerosis. No further patient complications were reported.